Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Event description:
It was reported during an rf ablation procedure, the navistar thermocool catheter would not be recognized by the carto system during deflection. The catheter was replaced and the case continued. The procedure was prolonged 45 minutes. There was no patient injury reported in this case. Upon request from the bwi field representative, additional information was provided. The catheter was not sensed, but the temperature did display. The patient is a (B)(6) male with recurrent palpitations, ischemic heart disease, and recurrent ventricular tachycardia. Based on the 45 minute procedure delay with the patient's baseline condition of ventricular tachycardia and ischemic heart disease, this is indicative of a reportable event.

Manufacturer narrative:
(B)(4).